Manufacturer narrative:
Additional information was received that there was no patient involved in the event. Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the returned device. Accuracy testing was performed and the results were all within the internal specifications of +/-3.0%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 failed accuracy by +18.25% during testing. There was no patient involvement.